Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 4-5: catalog#42522100310, lot#65433135; unknown tibial tray: catalog#ni, lot#ni h6: proposed component code: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to aseptic loosening of the femoral component. It was reported that all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. Visual examination of the returned product identified the femur has been explanted and is covered with bio-debris on the fixation surface. Additional evaluation cannot be completed without product return. Product information cannot be verified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Post-operative radiographs were provided and reviewed by a healthcare professional. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.